Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the cable was frayed. The pitch down cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The pitch up cable was loose, but not damaged. Engineering also found a derailed backend cable and main tube damage. The housing was removed to find one pitch cable was derailed from the back idler pulleys. The cable was wedged between two pulleys and had lost tension. The backend derailment likely contributed to the fraying at the wrist. The distal end of the main tube had various scratch marks with light material removal. The scratches were .075 - .160 in length and not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing the da vinci si surgical pk dissecting forceps instrument was noted to have a broken cable. No patient harm, adverse outcome or injury was reported.